Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I stabilizer swivel was too tight. Even if they loosened the om-10000, the arm did not move smoothly, so when they put out a new om-10000 and used it, they were able to use it without problems. There was no effect on the patient such as delay in surgery.

Manufacturer narrative:
Corrected section: d4 - UDI changed from (B)(4) to (B)(4). Trackwise # (B)(4). The lot # 25145813 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I stabilizer swivel was too tight. Even if they loosened the om-10000, the arm did not move smoothly, so when they put out a new om-10000 and used it, they were able to use it without problems. There was no effect on the patient such as delay in surgery.